Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody. The hub/touhy, sheath, and tip were microscopically, and visually inspected. Inspection found no damage or defect with the device. Functional testing was carried out by attaching a syringe (filled with water) to the touhy and applying positive pressure. During the first functional test, a small air bubble was observed in the touhy and couldn't be dislodged. The system was flushed, and a second and third functional test was set up. During the second and third test, the device prepped and flushed fine, and there was no air in the system and the device did not leak. During the first and second functional testing, it was noticed that the area of complaint was a little looser than other devices. The loose area was manipulated during the third test, but air was still not noticed in the touhy. The device was flushed out again and then prepared for a forth functional test. During this last functional test, a small air bubble was observed, and a few drops of water leaked from the device when first prepped, then the leak stopped but still had an air bubble.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) was introduced. It was noticed that the connection piece on the touhy was loose and blood was leaking from it. The decision was made to remove the delivery system because there could be a chance of air entry. Air was not actually visualized in the system. A new 27mm wds was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) was introduced. It was noticed that the connection piece on the touhy was loose and blood was leaking from it. The decision was made to remove the delivery system because there could be a chance of air entry. Air was not actually visualized in the system. A new 27mm wds was used to successfully complete the procedure. There were no patient complications.